Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. After reviewing the clinical information, it was determined that the root cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access per IFU. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 75-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. When the patient coughed, the device became displaced into the aorta. The physician attempted to re-access the ventricle without a guidewire, but the pump was unable to re-cross the aortic valve. The decision was then made to explant the pump and replace it with an impella cp. There was no harm reported to the patient.